Event description:
Customer called to report high blood glucose levels and hospitalization. Troubleshooting was performed. Pump passed the test. Customer went to the hosp in convulsions. Customer was taking two medications without a dr's advice, one anti-depressant and also a medication for the stomach. Stated that customer had pneumonia two weeks ago and still had residual fevers from the illness.